Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was device difficult to fire, but did fire? No. Did device not lock out as intended after all clips were fired? Yes. Was there any patient consequence? No the analysis results found that the mcm30 device was returned in good visual condition. Upon cycling the device it was noted to be empty; however the instrument locked out after the last actuation. No conclusion could be reached as to what may have caused the lockout incident. The final quality release criteria was met before this batch was released for distribution.

Event description:
It was reported that during an unknown procedure, during the use the clip doesn't block after the last clip installed. Another like device was used to complete the procedure. There were no adverse consequences for the patient. Difficulties to close the device.